Event description:
Customer reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided information on how to reset the pump and assisted the customer through the process. Following the reset, the pump did not display the error again, and the customer was able to start their sensor session successfully.